Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the tube was deformed and tubes were under filling during use with a bd vacutainer® k2e 3.6 mg plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: this is a complaint about lipout. As the tube didn't draw enough volume of blood, the hcp checked the tube and found that the lip of the tube was deformed.

Manufacturer narrative:
H.6. Investigation: bd received samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for lipout with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for lipout with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that the tube was deformed and tubes were under filling during use with a bd vacutainer® k2e 3.6mg plus blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about lipout. As the tube didn't draw enough volume of blood, the hcp checked the tube and found that the lip of the tube was deformed.